Manufacturer narrative:
Operator of device and initial reporter are unknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a power supply board error. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that both tamper seals were intact and the top and bottom cases were in good condition. There was a crack on the right plunger case and visible contamination by the l bracket pole clamp. There was evidence of the reported problem in the error event log. The customer reported problem was not duplicated. The investigation was unable to determine the intermittent of the error and no visible damage or contamination was found in the main printed circuit board. Since no fault was found, for preventative measure the main printed circuit board was replaced. The root cause of the reported problem was undetermined. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 30-mar-2016; d4: model number: 4000.